Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during functional testing and archive review. The root cause for the ua45 error was due to drive shaft not being at "home position". The ua45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, noticed that the encoder driveshaft was stuck and cannot be rotated. This might have caused the difficulty for the user to pull up the lifeband completely prior to turning the device on and cutting the lifeband from the platform and leaving the lifeband clip inside the drive shaft. The root cause was due to a defective encoder gearbox, likely due to defective component. During visual inspection, no physical damage was observed. However, the encoder driveshaft was stuck and observed the lifeband clip was cut from the lifeband. The archive data was reviewed and contained multiple ua 45 error message. In addition, not related to the reported complaint, fault 28 (loss of clutch connectivity), fault 29 (loss of brake connectivity) and ua 17 (max motor on time exceeded during active operation) error messages were observed. Probable root cause for these errors are due to defective encoder gearbox. Unable to perform functional testing, due to driveshaft is stuck and was unable to be put back to home position, thus confirming the reported complaint. After replacing the encoder gearbox, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message and the user cut the lifeband to remove from the autopulse platform due to a stuck drive shaft. Patient use information was requested but no additional information was provided, therefore patient use is unknown.